Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim for over half a year. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. The reporter stated that the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test battery cap was used in the investigation. The pump powered up with the appropriate audible and vibratory features. The verify screen was dim and discolored. All the keypad buttons responded properly. Unrelated to the display issue, the battery compartment was found to have cracked from the threads to the base seal. The bolus button was responding intermittently and removal of the button cover found the button mechanism to have dislodged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.